Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6, and h11. H6 investigation conclusions: adverse event related to patient anatomy and/or condition available information suggests patients preexisting condition likely contributed to the event. As per medical opinion, the event occurred due to the tissue been damaged by prior endocarditis, weakening the leaflet and increasing the risk of slda. An additional intervention involving two new pascal ace devices was performed, since the patient would not be able to undergo open-heart surgery. However, the level of regurgitation remained severe, leaving open-heart surgery as the only remaining option. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
12dec2025 - additional information received: plan is to keep the patient for observation and retry with additional clip(s) on monday am ((B)(6)). Surgeon seems cautiously optimistic it will work. 18dec2025 - additional information received: on (B)(6) 2025 a follow-up procedure was performed by adding two additional pascal ace clips. The severe regurgitation is grossly unchanged. The surgeon suggested option of an open chest procedure, but previously stated patient was not a good candidate. Prior to the suggestion of using a teer clip, use of another device was discussed. Patient is home and doing ok.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where an echocardiogram revealed a single leaflet detachment from the anterior leaflet, which had prolapsed into the atrium, causing the mr (mitral regurgitation) to return to severe. Implanting physician explained the detachment occurred because the tissue had been damaged by prior endocarditis. Surgeon advised that the only feasible option is to place additional clips to stabilize the leaflets as the patient is too frail to undergo open-heart surgery. Mr before index procedure was severe. Mr after index procedure was mild. Mr after slda was severe. Patient is currently in a step-down unit and remains in stable condition.